Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from (B)(6), in united states. The title of this report is ¿a retrospective data collection of the treatment of tibia fractures with the t2 alpha tibia nailing system¿ which is associated with the stryker ¿t2 alpha tibia nailing system¿. This study includes research done on 28 patients requiring surgery between the period january 2019 and october 2019. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses of no radiographic and clinical consolidation. (Case 14 of 17).